Event description:
It was reported that the patient received inappropriate therapy due to oversensing p-waves on the ventricular lead. Chest x-rays revealed lead dislodgment. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.